Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a certified zoll business partner for evaluation. The customer's report not replicated or confirmed. The device was put through extensive testing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.